Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited impedance that was high and undefined, a high number of short v-v intervals were noted, and subsequently the rv lead exhibited high thresholds. The rv lead was capped and replaced approximately fifteen weeks later.  No patient complications have been reported as a result of this event.